Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
During implantation of a scs system on (B)(6) 2011, it was reported that the pt had stimulation postoperative. Later, the pt had a sudden decrease in sensation in her legs and had no feeling at all. The physician explanted the paddle lead and the pt's condition resolved. The cause of the symptoms are unk, but suspect hematoma. No further info is available at this time.